Event description:
During the sample evaluation of the problem of damaged it was also found that the transfer set had a leak. It was found that there was a cut/hole in the tubing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The root cause is undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a product not distributed in the u.s. And does not have a 510k number.

Manufacturer narrative:
(B)(4). Baxter received one used set with original cap on dark blue connector and cap on patient connector. Visual inspection performed with the following issues noted: broken occluder feet. Leak testing performed with the following issues noted: cut in tubing. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet. Sample was confirmed for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.